Event description:
The pt reportedly experienced intermittency. External equipment was exchanged and programming changes were made; however, this did not resolve the issue. Revision surgery has been scheduled.